Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced error during sensor startup. Upon sensor applicator removal, sensor wire remained in applicator. Patient reported difficulty with deployment.